Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed, and it was noted that there was a tiny dark spot on the white connector, not in the fluid pathway, and a tiny white spot on the blue spike cap, not in the fluid pathway. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, micro-volume inlet had particulate matter in the tubing. The process step during which the particulate matter was discovered was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.